Event description:
Review of returned pre-implant ctas revealed that the proximal neck was long, tapering down distally, and was relatively straight. The proximal neck diameter just below the lowest renal was 25 x 26mm. One cm below the renals the aortic diameter measured 26 x 28mm, 2cm below it was 24 x 25mm, and 3cm below it was 23mm with calcification. Four cm below the renals the neck diameter had tapered down to 20 x 21mm with substantial calcification seen. Five cm below the renals the neck started increasing in diameter to 26 x 27mm, and six cm below measured 36 x 44 (within the aaa). The aaa maximum diameter was 51mm x 39 max diameter aaa, and the aneurysm contained thrombus (43mm x 33mm lumen diameter). The distal aorta diameter was 21 x 27mm, with calcification. The iliacs were moderately tortuous and calcified. The rcia diameter was 10mm, and the lcia was 10-11mm. The cause of the post-implant thrombus could not be determined. It is possible that the long and tapered down proximal neck, which was also calcified, may have contributed to the thrombosis by possibly constricting the stent graft along the aortic body and flow divider. This could not be assessed since post-implant images were not provided.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant were not reported. There were no complications at the time of implant and the patient had normal post-operative follow-up. It was reported that the patient came back for urgent procedure to treat bilateral severe limb ischemia due to aortic thrombosis that started below the renal arteries and extended into the iliac arteries. An axillo-bifemoral bypass was performed; however, the patient had post-op rhabdomyolysis / acute renal insufficiency and expired during the ICU stay. The cause of death was thrombosis of the aorta.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (death, renal complications). (Respiratory insufficiency).